Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and broken battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was cracked at the battery commpartment and reservoir compartment. The blood glucose reading was not given. Customer did not recall the blood glucose reading. Nothing further was reported.